Manufacturer narrative:
H-10 facility stated that dsd-201 was serviced in the same week with cpu being replaced and then they noticed that the dsd temps were not correct. This dsd uses rapicide as the high level disinfectant which is required to be heated and used at 35 c. This went undetected by the facility and as a result put pts at risk. No injuries have been reported. Dsd settings have been corrected and machine running fine.